Event description:
It was reported that, "knee is always swollen and in pain. It has never been where she has never had pain. The doctor told her that it will be okay 3 to 6 months after the surgery. It has been 2 years and she is still under a lot of pain. She has to walk to a cane and she has no strength in her knee. She has to walk slowly and cannot bring up a pace. She has gained 40 pounds since the surgery because she hasn't been able to live an active life or work."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.